Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/migration') and uterine perforation ('perforation') in a female patient who had essure (batch no. C35387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy - bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered bladder disorder, cystitis, fallopian tube perforation, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. Batch no c35387, production date 2014-03-11, expiration date 2017-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-sep-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/migration'), uterine perforation ('perforation'), salpingitis ('chronic salpingitis') and embedded device ('the left essure device was found to be firmly embedded in the myometrium of the left cornua') in an adult female patient who had essure (batch no. C35387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included smoker, left lower quadrant pain, follicular cyst of ovary, elective abortion, loop electrosurgical excision procedure, colposcopy, smear cervix abnormal, anemia, breast lump, cervical intraepithelial neoplasia ii, lsil, human papilloma virus infection and paratubal cyst. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), salpingitis (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, left cornual resection, removal of both essure devices and salpingectomy - bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation, salpingitis, embedded device and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered bladder disorder, cystitis, embedded device, fallopian tube perforation, genital haemorrhage, pelvic pain, psychological trauma, salpingitis, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2016. The coil was deployed with 2 coils in the cavity on the right with easy placement. This was then completed on the left side with 3 coils visualized in the uterine cavity with easy placement batch no c35387, production date 2014-03-11, and expiration date 2017-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2021: mr received: event chronic salpingitis and the left essure device was found to be firmly embedded in the myometrium of the left cornua added and made medically significant and intervention required due to surgery. Reporter, medical history and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation/migration') and uterine perforation ('perforation') in a female patient who had essure (batch no. C35387) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), psychological trauma ("psych injury"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary problem"), cystitis ("bladder infection"), urinary tract infection ("uti"), vaginal infection ("vaginal infection") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (salpingectomy - bilateral). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, uterine perforation and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge had resolved. The reporter considered bladder disorder, cystitis, fallopian tube perforation, genital haemorrhage, pelvic pain, psychological trauma, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge and vaginal infection to be related to essure. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received- new events pain, abnormal bleeding, psych injury, migration, uterine perforation, fallopian tube perforation, bladder problem, urinary problem, bladder infection, uti, vaginal infection, vaginal discharge were added. Case become incident removal details added lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.